Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: correction: g4: please note that the date received by manufacturer (g4) was inadvertently reported as dec 23, 2019 in the initial medwatch report. The correct date has been updated to december 17, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, the device was generating heat, and making excessive noise. It was further determined that the device failed pretest for hand control assessment , handpiece temperature assessment, air pump assessment, noise assessment, motor thermistor assessment, no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body, no short circuit between hall sensor and connector body, and no short circuit between phases and connector body. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.